Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a ventricular tachycardia (vt) ablation and the r-wave amplitude has been observed very variable since then. The right ventricular (rv) capture threshold was also observed to have increased, however, there is also evidence of hypothyroidism. A chest x-ray was performed and it shows no changes in the rv lead position. Technical services (ts) reviewed the device data and discussed there is a decrease in the r-wave amplitude and a temporary decrease in pacing impedance that could be related to the ablation. There is also a signal artifact monitor (sam) episode showing noise that is also possible to have occurred during the ablation procedure. In addition, there is no evidence of p-wave or t-wave oversensing. Ts mentioned these observations could be related to a physiological cause and that there are no signs of lead impairment. Further recommendations were provided. The ICD remains in service. No adverse patient effects were reported.